Manufacturer narrative:
Date rec¿d by MFR : 21mar2019. Information was received that the service engineer (se) inspected the device. The se could not power on the unit and found multiple power supply failed, bower stalled and cooling fan speed error codes in the ventilator diagnostic logs. The se replaced the power cord, power management board, air flow sensor assembly, motor control board, oxygen fitting kit, o2 retention pate, user interface board. The se also found the ventilators casing had cracks and replaced the top cover and front panel. The ventilator passed testing and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/05/2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator would not power off. Reportedly, when pressing the off button the 'ventilator shutdown' button appears on the screen, however when ventilator shutdown is pressed the v60 does not shut down. No patient harm reported.